Event description:
During a laparoscopic cholecystectomy procedure, the jaws did not open after firing. The jaws were opened with manipulation. No pt injury was reported.

Manufacturer narrative:
10/2/1998- supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.